Manufacturer narrative:
The rv lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and amended report submitted should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up visit of the patient's pacemaker, it was noted that this right ventricular (rv) lead had completely dislodged as there was no capture and high thresholds. This patient had a good underlying rhythm and currently was not using the device for pacing purposes. Due to the patient's age, the decision was made to leave the lead implanted and a revision procedure maybe performed at a later date. No adverse patient effects reported.